Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05244 for a description of the other device. This report is for the injection gold probe device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an injection gold probe were used during a hemostasis procedure performed in the stomach on (B)(6), 2010. According to the complainant, the injection gold probe was getting too hot. The endostat iii generator setting was 15, and it was turned down to 10 when the doctor thought the probe was too hot. No errors were noted with the generator; monopolar tests were within tolerance. They did not use an adaptor cord. The procedure was completed without incident with this endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-05244 for a description of the other device. This report is for the injection gold probe device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an injection gold probe were used during a hemostasis procedure performed in the stomach on (B)(6) 2010. According to the complainant, the injection gold probe was getting too hot. The endostat iii generator setting was 15, and it was turned down to 10 when the doctor thought the probe was too hot. No errors were noted with the generator; monopolar tests were within tolerance. They did not use an adaptor cord. The procedure was completed without incident with this endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
On (B)(4) 2010, bsc became aware of a complaint involving this endostat iii electrosurgical unit (refer to mfg's report number 3005099803-2010-05244) and an injection gold probe (which is the subject of this report) used during a procedure on (B)(6) 2010 where "the injection gold probe was getting too hot". On (B)(6) 2010, bsc became aware that a second event occurred, during another procedure on november 23, 2010, involving the same endostat iii (refer to mfg's report number 3005099803-2010-05246) and a sensation micro oval snare (refer to mfg's report number 3005099803-2010-05247) where " the snare was getting too hot". On (B)(4) 2010, bsc received confirmation from (B)(6) (nurse at (B)(6)) that the endostat iii in question had been used since (B)(6) 2010 and was reported to be working fine. On (B)(4) 2010, bsc received additional information that the endostat iii had been tested at the account and was found to function properly. (B)(6) (biomed technician at (B)(6)) further indicated that the unit had been used successfully in several procedures since (B)(6) 2010 and was being retained at the account for continued use. As the endostat, injection gold probe, and snare are not available for investigation, the root cause for the reported events that the snare and probe were "getting too hot" cannot be conclusively determined.